Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor and adhesive, and no issues or damage were observed. No malfunction or product deficiency was identified, therefore, the issue is not confirmed. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device detached prematurely when the customer attempted to remove the patch and noticed that the needle was bent and could not be re-insert. The customer experienced low blood glucose and was provided a glass of coke by a caregiver for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.